Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle broken npe. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle broken npe), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported rear cannula end is broken. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the cannula break is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number for needle broken npe. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Based on the above, no additional investigation and no CAPA is required at this time root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. .

Event description:
It was reported that an unspecified bd pen needle had the cannula brake at an unknown time, the following was reported by the initial reporter: "it was reported that the rear cannula end was broken. Event description per attached email states: rear cannula end is broken".